Event description:
It was reported that pump experienced a malfunction alarm, and caller did not note any events leading up to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through resetting pump, confirmed that malfunction did not recur, advised that pump use could safely continue, and instructed caller to call back if problem returned, which caller understood.